Manufacturer narrative:
Product investigation is in progress.

Event description:
Smooth removal layer was left in there. The entire braid came out...I finally got [the tampon] out ¿ vagina [foreign body in reproductive tract]. Trying to remove [tampon]. Entire braid came out. Was able to retrieve all of the tampon eventually [complication of device removal]. The smooth removal layer had also been left in there. Entire braid came out - tampon [device breakage]. Case narrative: consumer stated via phone that the entire braid of tampon came out during removal. No serious injury was reported.